Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a hemi-colectomy procedure, the staples did not form properly. The surgeon applied suture to correct this condition. No pt injury was reported.